Event description:
The customer reported that during acl reconstruction surgery, at the time that the femoral screw was being positioned, the device broke in half. The screw was removed.

Manufacturer narrative:
Delay by 4 days in sending report due to administrative oversight. Based on the info available, possible suspected root cause (s): use of damaged or bent driver. Graft/ screw/ tunnel not appropriately sized insertion over bent guidewire.